Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 at 02:55 in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. If the sample is received or if any additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation was not conducted. The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).